Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer also mentioned other blood glucose values such as 291 mg/dl, 222 mg/dl, 293 mg/dl. The customer was treated with food. Based on customer¿s report customer did not allege over delivery. The customer was not using the insulin pump within 48 hours of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was currently not using the insulin pump. The insulin pump will not be returned for analysis.